Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. Fluoroscopic imaging revealed that the set screw wasn't tightened down all the way and the rv lead was not inserted all the way into the header. An invasive procedure was performed. The lead was inserted all the way into the header and the set screw was tightened. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.